Event description:
It was reported that the patient's right hip was revised due to chronic dislocations. The patient told to surgeon, that her current dislocated hip was her third dislocation. Patient's depuy hip had been previously revised elsewhere. During that procedure, it appears that, primary duraloc liner was replaced by a duraloc constrained liner, based upon the patient's current components. During this particular dislocation. The outer locking ring of the constrained liner had become separated from the liner and the femoral head had become dislocated from the liner. During this particular revision procedure, the duraloc cup, liner and locking ring were removed and replaced by a larger stryker acetabular cup. The depuy 32mm large taper metal femoral head was replaced by a depuy 36mm large taper metal femoral head. The patient's aml did not need to be replaced. There was no loosening. Surgical delay was unknown. Doi: unknown. Dor: (B)(6) 2022. Affected side: right hip.

Manufacturer narrative:
Product complaint #(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.